Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was installed onto a patient side cart (psc) fixture test platform (pftp) and passed all relevant testing within specification, including friction test on pitch. The unit was then installed onto a golden system and functioned as expected and was able to power cycle 5 times with no errors. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia etep surgical procedure, arm 1 would not complete the homing process. Technical support engineer (tse) had customer check the arm for obstructions and exercise the arm with no change. Then, tse had customer perform a hard power cycle and the issue remained. Customer does not have another robot available to bring in for this case and will see if they can complete the case with only 3 arms. There was no reported injury.